Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 69 mg/dl and treated with food. Customer reported that the auto mode was automatically delivering insulin at the time of incident. Customer believed that the insulin pump was over delivering insulin without user input. Customer reported that the reservoir was showing less insulin than what was shown on the status screen. After troubleshooting, customer was advised that the insulin pump would need to be replaced. Insulin pump and reservoir is expected to be returned for failure analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak and no occluded.